Event description:
It was reported that the patient underwent spinal surgery. It was reported that the pedicle probe was not functioning properly and the patient has suffered neural injury. It is unknown at this time if the injury is permanent and whether the injury is product related.

Manufacturer narrative:
The product was returned for evaluation. Visual review did not identify any material crack, fracture, breakage or excessive wear with respect to the instruments. Continuity test confirms proper operation of instrument. After visual and functional evaluation, the instrument functions as intended.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.